Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
It was reported after the pipeline was deployed, a balloon was required to open the proximal end of the pipeline. No patient injury reported.